Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked front housing and fluid ingression. Customer's complaint of error code 1822 was verified. The event log was unable to be downloaded. The motor will be replaced. Use testing was performed. The problem source is the motor.

Event description:
Information was received that the cadd legacy pump had error 1822. No reported adverse effects.